Event description:
It was reported the pt underwent a revision surgery due to urethral erosion. The specifics of the revision surgery were not provided. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.